Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient wanted to know if they had a defective device because they had a return of symptoms. The patient stated that they had been switching programs and ¿nothing¿ was ¿working.¿ the patient reported that they were at 1.5 or 1.2 and they increased to 1.8 because of their symptoms. The patient reported that when they increased stimulation on each program they would feel the stimulation in their legs ¿rather than the bladder.¿ the patient reported that they had not had any falls or trauma but that they would lift things at work. The patient reported that their health care physician (hcp) had also changed their programs twice and was scheduling them for surgery. The patient stated that the replacement surgery was because the device was not working and that the battery was reading 50%. The patient stated that they were the one who had told their hcp that the battery was low. Patient services reviewed that the handset did not notify the patient if the ins battery was at 50% and the handset and communicator battery was reviewed with the patient. Patient services suggested following up with the hcp/manufacturer representative (rep) to have their system checked. Patient services reviewed the option of going through each program again and increasing stimulation to see if any provided the tapping sensation. It was noted that the patient had been difficult to understand as there had been a dog barking loudly in the background. There were no further complications reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va2257k, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. The hcp reported that an impedance check, x-ray, adjustment of programs were all performed but nothing was helpful. There was poor impedance in the lead. The lead were replaced and now it works well. The issue have been resolved.